Manufacturer narrative:
Zimmer biomet complaint cmp-(B)(4). Date of event: (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient stated she developed a red itchy rash with blister while using the 72r electrodes. States that she changed them every day and rotates the position on her skin. Treating l10-l5. States she does have sensitive skin, spoke with physical therapy and was told to stop wearing 72r electrodes. Patient applied mometasone furoate cream to area. Advise her to take a break in treatment until her skin is completely healed then conduct a time test at 1 hour increments starting with 63b electrodes. Discussed changing the position of electrodes each day. Advised her to call back with any issues during the time test. Replacement 63b electrodes were shipped to the patient. No product to return.

Manufacturer narrative:
Corrections - b4 date of this report added, b5: updated the product was not returned for evaluation, d3 manufacturer address and email address, g1: contact office and manufacturer site, g6 type of report, h6 method. Additional information - h4: device manufacture date, h6: investigation type, findings, and conclusions, h10: additional narrative, h11 this follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported by the patient stated she developed a red itchy rash with blister while using the 72r electrodes. States that she changed them every day and rotates the position on her skin. Treating l10-l5. States she does have sensitive skin, spoke with physical therapy and was told to stop wearing 72r electrodes. Patient applied mometasone furoate cream to area. Advise her to take a break in treatment until her skin is completely healed then conduct a time test at 1 hour increments starting with 63b electrodes. Discussed changing the position of electrodes each day. Advised her to call back with any issues during the time test. Replacement 63b electrodes were shipped to the patient. The 72r electrodes were not returned for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported by the patient stated she developed a red itchy rash with blister while using the 72r electrodes. States that she changed them every day and rotates the position on her skin. Treating l10-l5. States she does have sensitive skin, spoke with physical therapy and was told to stop wearing 72r electrodes. Patient applied mometasone furoate cream to area. Advise her to take a break in treatment until her skin is completely healed then conduct a time test at 1 hour increments starting with 63b electrodes. Discussed changing the position of electrodes each day. Advised her to call back with any issues during the time test. Replacement 63b electrodes were shipped to the patient. The 72r electrodes were not returned for evaluation.